Manufacturer narrative:
Evaluation summary: the analysis revealed that the core of the returned grandslam 300 cm guide wire was broken and separated 2 mm distal from the middle brazing that is prepared at 25 mm from distal end of the guide wire. The coil was expanded and coil wire was broken 10 mm from the middle brazing. Bends were observed at middle brazing, nearby proximal end of coil section at 50mm and 100mm proximal from the proximal end of coil of guide wire. A stent and tissue-like foreign material were found buckled in roundly deformed shape and the bend at 50mm. The separated distal section of the guide wire was not returned for investigation. Scanning electron microscopy observation of the broken site of wires revealed the trace that core wire was elongated and broken. Though details of event and the circumstance were not reported, it was presumed from the result of investigation of returned product that, when the snare was used to pull out the guide wire due to some unk trouble, the tip of grandslam guide wire may have been trapped by some cause and the snare was pulled back with a force exceeding the product performance of the guide wire, so that the guide wire was stretched and expanded until it separated. It is described in instruction for use to, "never push, auger, withdraw or torque a guide wire that meets resistance" and "separation or breakage of the guide wire" is written as the possible complication and as an adverse event of guide wire. Our mfg processes include extensive testing and inspections for material, parts, assembly, through final product, so as to ensure each product meets or exceeds the performance specifications. It is the primary objective to provide products of the highest reliability and performance. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: separated guide wire remains in pt. Device issue: distal guide wire separation. It was reported that the guide wire separated while being removed from the pt with a snare device. Additionally, the distal portion of the separated guide wire was not returned for analysis and may remain in the pt. No additional event or pt info is available.